Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the symptomatic patient presented in hospital after receiving a high voltage inappropriate therapy. Post-sensed t-wave oversensing on ventricular channel was observed. Programming changes were made. The physician elected to cap and replaced the rv lead. The device remains implanted.